Event description:
In 2004, a clinical incident involving secour acrylic resin was reported to arthrocare corporation. The reported incident involved a patient who underwent a vertebroplasty in 2004. During the procedure, the patient was reported to have experienced lip and facial swelling and possible cardiac arrest. In may 2004, arthrocare confirmed the patient did not experience cardiac arrest but was urgently intubated following the procedure to facilitate breathing. The patient was reported to be dowing well.